Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's power management board needs to be replaced to address the issue. No repair was performed. The device was scrapped.

Manufacturer narrative:
The previous report sent had the incorrect event date of 11/26/2024. The correct event date is 04/21/2025.